Event description:
It was reported that during a procedure using the ambient super multivac 50 ifs, the metal plate at the tip of the wand dissolved and debris was able to be removed from the pt arthroscopically, and the procedure was completed without significant delay. There were no reported pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.